Event description:
Pt had pcc line inserted in 2009; twelve days later, a chest xray showed the PICC line had migrated, so the PICC rn attempted to reposition the PICC line catheter; upon repositioning, part of the catheter came all the way out. An x-ray revealed that approximately 10 inches of the catheter remained in the vasculature of the arm. Pt underwent surgery to remove the remaining piece.